Manufacturer narrative:
A picture was returned showing the primary plum set inside a plastic bag. The complaint leakage at the filter vent could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
An event involving a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch experienced leakage. It was stated in the report, ¿on 15-may, patient started chemo drug infusion with plum set. Infusion continued till 18-may when leakage was noted on filter vent and leaked to ivac. Vent cap was confirmed to be closed at the time. The infusion was stopped and replaced with a new set. There was no drug exposure to patient.¿ a sample photo is available showing the product involved in plastic packaging. There was patient involvement, but no one was harmed in the event.